Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front or back shell was noted. Cartridge holder locks properly in place. Unit paired successfully to commercial app. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Two tick marks appear in dose window when zero mark appears in the alignment gage window. Inpen passed front cap investigation. In conclusion: inpen failed dialing alignment inspection. Therefore, dial misalignment was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dialing alignment damage, difficult to dial/dose. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Customer reported dose knob/dial misalignment or slip issue. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen. Mmt-105nnblna was requested and customer response was the device will be returned.